Event description:
Follow up with the customer confirmed that the implant was loose and lost integration (li) due to bone loss.

Manufacturer narrative:
This report is being submitted to report corrected information to 0001038806-2023-01956. Report number 0001038806-2023-01956 was submitted as a serious injury on oct 12, 2023. Upon assessment of the reported details and confirmation of the information provided from the reporter, this event is considered non-reportable. Therefore, this event has been deemed non-reportable and no additional reports shall be submitted for report number 0001038806-2023-01956.

Manufacturer narrative:
Zimvie complaint (B)(4). A summary investigation has been completed for bone loss events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for bone loss have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of manufacturing or design defects that might lead to bone loss and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted. H3 other text : summary investigation

Event description:
It was reported that the patient came with pain and loose implant. The implant was removed due to bone loss. Tooth number: 14. Grafted prior to implant placement.